Event description:
Info received indicates when the bed is plugged in; it will rise on its own.

Manufacturer narrative:
The customer stated they unplugged the side rail cables, and when they plugged the side rail cables back in, the issue was corrected.